Manufacturer narrative:
Based on the available information, novocure medical opinion is that the seizure was unrelated to ttfields use and related to underlying disease. In this patient population, in which ttfields is being started soon after diagnosis, it is expected to receive reports of new onset seizures and there is no evidence of ttfields causing seizure activity. Seizure is an expected event with optune gio device use (ef-11 9% and 22% ef-14 optune arm). Seizures are a known complication of gbm and have been reported as the presentation symptom in 27% of cases. During the course of the disease, 51% of patients will experience seizures (clin neurol neurosurg. 2015; 139:166-171).

Event description:
A 66-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure was informed by the patient's spouse that the patient had discontinued optune gio therapy following a significant seizure. The event occurred between october 13 and october 21, 2025. The spouse believed the seizure was caused by the therapy, and this opinion was reportedly supported by the healthcare provider, who noted that the patient had difficulty sleeping while using the device. Multiple attempts were made contact the patient's prescribing physician, but no reply was received.